Event description:
Knee became painful with swelling, some joint space narrowing- patealla sloughted dome off - medial tibia poly had dupcrestor. Replaced with machined tibia insert and all poly cemented patella. Dr.'s post op diagnosis, fluid right knee.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.